Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had damage. The customers blood glucose level was 120 mg/dl at the time of incident. The customer stated that there was no electrode when she took-off sensor. The sensor will not be returned for analysis.